Event description:
Found during routine testing. The customer called to report the device failed the user test, illuminated the service indicator, and logged a fault code related to the high energy transfer relay in the device's error log.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The pcb assembly was further evaluated in the failure analysis center but the reported problem could not be reproduced and root cause could not be determined.